Event description:
Hospital personnel responded to a person in cardiac arrest and ventricular fibrillation. The device was used to defibrillate the patient. According to the reporter, at some time during the call, the device charged but would not transfer energy when the discharge buttons were pressed. The pt was resuscitated.